Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced endocarditis. Blood cultures returned positive. The complete implantable pulse generator (ipg) system was explanted prophylactically . No further patient complications have been reported as a result of this event.